Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the stylet would not come out of the lead. The physician retracted the helix and the stylet was able to be removed. The lead remains implanted. No patient complications have been reported as a result of this event.